Event description:
It was reported that the pacing impedance measurements of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had abrupt increases up to greater than 3000 ohms, which was out-of-range. Technical services (ts) reviewed the presenting electrogram (egm) of this ICD. The rv automatic threshold (rvat) was found to be suspended with high capture thresholds due to fusion beats. Patient was brought in to clinic and there was no noise with isometric testing. Ts provided troubleshooting, but it was decided by the health care professional (hcp) to continue to monitor this system. No adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that the pacing impedance measurements of the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system had abrupt increases up to greater than 3000 ohms, which was out-of-range. Technical services (ts) reviewed the presenting electrogram (egm) of this ICD. The rv automatic threshold (rvat) was found to be suspended with high capture thresholds due to fusion beats. Patient was brought in to clinic and there was no noise with isometric testing. Ts provided troubleshooting, but it was decided by the health care professional (hcp) to continue to monitor this system. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.